Manufacturer narrative:
Initial.

Event description:
It was reported that the user dropped the pump, the connector broke with a portion lodging in the pump¿s internal ridges, and the needle portion separated; after guided troubleshooting, the user turned the broken piece counterclockwise and successfully removed the connector and cartridge, followed by a full supply change. No clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a mechanical problem characterized by failure to disconnect at the connector/coupler. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.